Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657, batch # 3237170. It was reported that the bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025. Site name/location: (B)(6). Level of harm: no apparent harm - reached the patient/person. Ahs optional report to cmdsnet (health canada): incident details: client into clinic for #2/2 influenza vaccine. Needle injected into client left vastus lateralis and vaccine injected, some of the vaccine leaked out between syringe and needle. Device information: device name/description: syringe luer lock tip 3ml / needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657 / 305916. Serial or lot number: (B)(6). Supplier: medline: (B)(4). Supplier catalogue number: 308-309657 / 308-305916. Was the device retained? No. Additional information provided: 1. Was there any issue with the connection between the needle and the syringe? I assume that is where the issue was, the screw connection did not work properly. 2. Have you checked the luer lock prior to preparation to ensure there is no damage or breakage? It did not appear to be damaged or have any breakage.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.